Manufacturer narrative:
The initial MDR 2432235-2017-00125 was filed on february 15, 2017. Additional information (02/21/2017): a siemens customer care center (ccc) specialist reviewed the instrument data from the day discordant results were obtained. The instrument data did not show any instrument errors or events that would explain the discordant results. The customer notified siemens that they had resolved the issue by loading a new bottle of reagent and priming the system fluids. The ccc specialist stated that when the lid of the base fluid is raised, the system prompts the operator to select if the base reagent has been changed. If the operator selects "yes", the instrument will count down tests on the assumption that a full bottle of base has been installed. There is no way for the instrument to indicate if this had been incorrectly answered "yes" by the operator, which could cause a false count of tests available in the level of the base fluid. The system was decommissioned and removed from site on the (B)(6) 2017. Prior to the instrument removal, the siemens customer service engineer verified that the lid sensor on the base reagent was functional.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that they obtained cuvette pusher errors, which switched off the cuvette pusher. The customer tried to troubleshoot the instrument by switching it on and off. A siemens customer service engineer (cse) was at the customer site. After evaluating the instrument, the cse found that the base bottle and reservoir were empty but the software was not flagging it. The cause of the discordant results is unknown, as this instrument was decommissioned at the customer site. No further evaluation of device is required.

Event description:
Discordant luteinizing hormone (lh), progesterone (prge) and enhanced estradiol (ee2) results were obtained on multiple patient samples on an advia centaur xp instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument resulting different than the initial results. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant lh, prge and ee2 results.